Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the right ventricular lead was found to be dislodged and sitting in the atrium. The lead also exhibited far p-wave oversensing. The lead was repositioned later that day without complication and the patient was discharged the following day.